Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger would not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was liquid contamination on the pca board. The cause of the inability to power on is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger. The pt received a replacement charger.